Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the us of peritonitis in a patient, coincident with dianeal low calcium 1.5% , dianeal low calcium 2.5% and extraneal for peritoneal dialysis (pd) therapy. On an unreported date experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. The cause of the peritonitis was unknown. The patient was discharged from the hospital on (B)(6) 2012 and was recovering. The nurse declined further information.

Manufacturer narrative:
(B)(4) . As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This is report 2 of 2 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd891333 and gd890525 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.